Event description:
Baxter healthcare was notified of incident via FDA medwatch medical products reporting program, reference mw# 1017066. A letter from a physician was attached regarding the alleged incident. The letter includes the only info made available regarding this incident. No further info is available. The letter stated: "..as the death summary indicates, was showing evidence of severe hemolysis. This was on the blood sample drawn within 15 minutes of discontinuing dialysis. Repeat sampling over the next couple of hours also showed evidence of intense hemolysis. Subsequently, co confirmed that the plasma free hemoglobin value had dropped from 11.5 down to around 9 grams during this episode. Meanwhile, the serum haptoglobin was markedly decreased. The coomb's test was negative and antibody screen was negative. As such, co felt that the pt indeed was having acute hemolysis. Because of the temporal relationship, of course dialysis induced hemolysis cannot be excluded. It should be mentioned though that on the autopsy the pt had marked cardiomegaly and severe coronary atherosclerotic heart disease, so that could have played a major role in the demise (coronary ischemia). With the hemolysis, pt also developed severe hyperkalemia which would be expected with massive breakdown of pt's red blood corpuscles."